Event description:
The mother reported via phone call that the customer had a low blood glucose event. The mother stated the customer's blood glucose declined to 37 mg/dl. It was also found insulin was squirting out of the customer's insulin pump before their low blood glucose event. Troubleshooting found the insulin pump was functioning as designed. Customer's current blood glucose was 191 mg/dl. The customer was advised to monitor their blood glucose.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.